Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing and undersensing was noted on the right atrial (ra) lead during atrial tachycardia atrial fibrillation episodes stored on electrogram. The ra lead remains in use. No patient complications have been reported as a result of this event.